Event description:
It was reported that the insulin pump had a blank display and would not turn on despite multiple battery changes. Customer stated that they did not receive any alerts prior to the blank display. Customer's blood glucose reading at the time of the call was 350 mg/dl. Insulin pump is being replaced. No further information reported.

Manufacturer narrative:
The insulin pump was received with blank display due to unlocked keypad connector on lcd board. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.